Event description:
The patient received the scs system on (B)(6) 2006. It was reported that the patient was experiencing difficulty charging. Communication could not be established with the charging system; however, the patient programmer was able to communicate with the ipg. The patient reported that she stopped using the scs system over (B)(6) ago due to the inability to establish communication with the charging system. Two replacement chargers did not resolve the issue. The patient was no longer able to receive stimulation. The ipg was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Results: the complaint could not be confirmed. As received, the ipg displayed a low battery warning message. The ipg was also at stim off condition; however, the ipg successfully communicated with a test standard charging system. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.